Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1082471. Medical device expiration date: 2024-04-30. Device manufacture date: 2021-03-23. Medical device lot #: 0259084. Medical device expiration date: 2023-10-31. Device manufacture date: 2020-09-15. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 3 bd autoshield¿ duo safety pen needles experienced safety shield failure. The following information was provided by the initial reporter: district nurse administered insulin using trust supplied autoshield needle. After administration dn removed the needle from the patients skin, and the needle was not needle safe as the protective cover had no retracted back over the needle. Details of injury (to patient, carer or healthcare professional): none